Event description:
The customer indicated that the bellows were not draining properly and there was a leak under the needle assembly of a coulter lh 750 hematology analyzer. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats and gloves, at the time of occurrence there was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. Patient results were not affected by this event. The customer repeated patient samples on another instrument and confirmed that there were no significant differences between results. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and a material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) flushed the vacuum path for the waste chamber which collects waste from the diluter. Blood, controls, and other debris passed through the vacuum path. The instrument was returned into service after completion of verified repairs. The root cause of this event is attributed to the instrument's waste chamber vacuum path not flushing.